Event description:
With routine cleaning and maintenance of an infant CPAP machine that had recently been used, we identified that the arabella delivery circuit that is used to power the in-line hudson CPAP heater was charred, melted, and had melted the CPAP tubing. Fortunately, there was no pt injury or adverse event related to this. However, upon further investigation, we found that the labeling on the package from the manufacturer is extremely ambiguous and does not clearly define what voltage delivery circuit is contained in the package. The package could contain a 16v, 21v, or 24v circuit, also, the connectors for any voltage circuit are exactly the same and will fit with any heater, even if it is the incorrect voltage. In this case, we believe that the wrong circuit was selected and used and when the heater was turned up - because it was not maintaining the expected temp - the circuit was overloaded and began to melt the wires and tubing. As the CPAP device creates an oxygen-rich environment, this is a fire-risk. Diagnosis or reason for use: powers in-line hudson CPAP heater.